Event description:
This lead was implanted on (B)(6) 2010 and was capped on (B)(6) 2013 due to high capture thresholds. The physician was (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).